Manufacturer narrative:
Additional information and correction: additional information was received reporting that the explant was performed on (B)(6) 2024. Upon further review, the reported event (far vision) was reassessed and updated as blurry vision (2137) and the earlier event code for unexpected postop refraction (2138) no longer applicable. The following sections have been updated accordingly: section d6b: (B)(6) 2024. Section h6: health effect - clinical code: blurred vision (2137). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ asked but not available. Section d6b: if explanted, give date: unknown, information not provided. Section e1: initial reporter: email address: unknown/ asked but not available. Section e1: initial reporter: telephone number: (B)(6). Section h3: device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the non preloaded multifocal intraocular lens was explanted during secondary surgery as the patient was dissatisfied with the visual acuity and constantly complained about far vison and dysphotopsia. The lens was replaced with lens from another manufacturer. The product is not available for return. No other information is available.